Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and suspected magnet dislodgment subsequent to sustaining a head trauma. It was reported that the patient experienced a loss of connection to the internal device, however; the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report, (B)(6), 2015.